Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to verify the backlight display due to the blank display. The pump also was received with a cracked display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display and moisture damage from the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer stated that the screen is blank and when she pressed the down arrow, it lights up. The customer also noticed a crack on the pump. The customer stated that the location of the damage is on the upper right corner of the lcd screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.